Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g3jg, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that a power on reset (por) occurred with the implantable neurostimulator (ins). It was further reported that the physician programmer report recoded the ins serial number as ¿???¿ or ¿n¿¿ repeatedly. The patient reportedly experienced bowel incontinence symptoms (their indication for use) and it was unknown whether pors occurred sometimes and the treatment was interrupted or whether it was just a symptom that occurred. It was "unknow" whether any external factors had led or contributed to the event. The patient¿s ins was recovered from the por condition at the time of report; however, it was unknown whether the issue was resolved. It was stated that there was a possibility that the por condition had occurred since implant and that the issue was ¿not fixed yet.¿ the physician involved with the event noted the cause of the issue to be the product and indicated that a ¿por of unknown reason or similar event occurred repeatedly.¿ there no surgical interventions performed and it was unknown whether any were planned; the patient was alive with no injury at the time of report. There were no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no error codes confirmed with the por and that the cause of the por was undetermined. It was additionally unknown how many pors had occurred; however, it was noted the pors were reset and the device remained in use at the time of follow-up. The patient planned to visit the hospital every few months for check-ups. There were no surgical interventions planned and it was unknown whether the issue had been resolved. There remained no complications reported or anticipated. Please note this event was also previously reported through manufacturer report number 3007566237-2018-02754. These duplicate records have since been merged; any additional event information received will be reported through the current report.